Event description:
Patient presented to the physician with pain from therapy. Physician suspected a device sensing issue. Physician brought the patient into the or and replaced the ipg and sensing lead.